Event description:
A representative from (general electric) ge came to do a software upgrade on the central stations (telemetry), due to an installation. The representative left after the installation was complete. Shortly there after phone calls and pages were received about the telemetry system. Three areas were affected throughout the hospital. An error box appeared stating there was a problem with alarm defaults. That error prohibited the user from completing their task. In addition to that, because of the time change, the history that was being recorded at that time was lost.

Event description:
Co requires additional time to investigate this issue, as we did not receive the inquiry until 9/17/2004. A review of customer complaints revealed that the MFR was not notified of this issue prior to receipt of the user facility report from FDA. A customer complaint has been opened, info gathering and investigation is ongoing. Eval is ongoing. Co is working with the customer to gather more info on this issue. A follow up report will be provided with thirty (30) days.